Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, (B)(4) sterile devices with the same lot number as reported device were returned for evaluation. The inspection performed confirmed no device malfunction. Based on a visual and functional inspection analysis of the returned devices, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to a transcatheter aortic valve replacement (tavr) procedure, suture placement was attempted in the right common femoral artery (rcfa) using a proglide device. The arteriotomy was 6f. Reportedly, the footplate would not retract. The same occurred with three additional proglide devices. The tavr procedure was completed and one proglide suture and angioseal were used to achieve hemostasis of the rcfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.